Event description:
It was reported that during a drug eluting stenting treatment procedure, an acute thrombosis occurred. The lesion was pre-dilated with a 2.5 x 30 mm balloon. After pre-dilation the physician successfully deployed three taxus express2 stents 3.0x32 mm, 3.0x28 mm and 3.0x8 mm in the left anterior descending artery (lad). The physician implanted the three taxus express2 stents in an overlapping fashion from the proximal to the mid portion of the lad. The pt left the cath lab on plavix at approx 8:30am. Two-and-a-half hours after the coronary drug eluting stenting treatment procedure, the pt developed chest pain and went into a sustain ventricular fibrillation. Defibrillation was started, however, the pt maintained a rhythm of ventricular fibrillation. The pt was brought back to the cath lab while in ventricular fibrillation and was determined to have an acute thrombosis in the taxus stents. The physician then ballooned the thrombus, however, the pt expired on the cath lab table. Same case as MFR's #: 6000093-2004-52236 and 6000093-2004-52237.